Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs), alleging that the onetouch ultra2 meter is giving inaccurate high readings over ¿400 mg/dl¿ compared to feelings/normal reading. The complaint was classified based on the customer care advocate (cca) documentation. The patient manages her diabetes with self adjusting insulin, humalog 70/30- 25 units in the morning, 25 in the afternoon, 50 units at night. On (B)(6) 2013, the patient took her usual dose of insulin based on the alleged elevated blood glucose reading. The patient subsequently developed symptoms of ¿shaking, confusion, and coma.¿ there was no report of any required hcp intervention after the issue began. It was noted that the patient received emergency treatment on november 20, 2013 prior the onset of the reported issue. She was tested on another device at ¿28 mg/dl¿ on the day of the ER visit. The test strips reportedly was within the discard date. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient developed symptoms suggestive of severe hypoglycemia after she took insulin based on the alleged elevated lfs blood glucose reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.